Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Preliminary log analysis found that the reported issue occurred. However, the logs provided no additional insight on the root cause of the occurrence. The representative was unable to replicate the reported issue when testing 3d and 2d acquisitions on the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, following 3d image acquisition in a spinal fusion, an error message appeared stating "early termination of 3d scan, generator overload." Restarting the imaging system did not resolve the reported issue, the site also noted a burning odor emitting from the imaging system. No additional information was provided. There was no impact on patient outcome.